Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the loose connector at the external monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce video output at the monitor. No patient injury was reported.